Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) was inserted into an unknown sheath, but the balloon would not inflate. Another device was used instead. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with no syringe returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant and the advancer tube were not returned for this evaluation. Additionally, the sealant sleeve was found in its manufactured position, while the balloon showed no abnormal condition. No additional anomalies were observed during this visual analysis. An inflation/deflation test attempt was performed to evaluate balloon functionality. During this evaluation, a tear was found in the balloon. A high-magnification microscopic evaluation was conducted to further assess the balloon. During this analysis, the tear identified during the functional inspection was confirmed. No additional abnormal characteristics beyond the documented tear were observed. The exact cause of the balloon tear could not be determined based on the available evidence. However, this type of damage is consistent with cases where the observed condition may result from handling, procedural, or other non-manufacturing related factors. The reported event of ¿balloon-inflation difficulty¿ could not be observed through analysis of the returned device due to the tear found on the balloon that prevented the inflation/deflation test. Therefore, the additional condition of ¿balloon-balloon loss of pressure¿ was found. However, the exact cause of the balloon tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, prepping/handling factors, access site vessel characteristics (which were not provided) and/or concomitant device factors (although the csi was not returned for analysis) likely contributed to the tear noted since excessive force, calcification/pvd at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. However, it is unknown if the tear was present at the time the inflation difficulty was experienced by the user, or if this balloon condition occurred due to device manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The device preparation with the IFU states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggests that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was inserted into an unknown sheath, but the balloon would not inflate. Another device was used instead. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: a tear in the balloon was found on product evaluation.